Manufacturer narrative:
The device was not returned for evaluation. The console logs were returned and the analysis of the logs revealed that the pump did not appear to be well positioned throughout the case. The pump was never started, and was plugged in for roughly one hour. The submitted photo of the device along with the clinical account of the event did confirm that the cannula did kink. Although it is highly unlikely for the pigtail of the impella cp to enter the inflow cage, it is possible. Further analysis cannot be completed, however, as no product was returned from for evaluation, and therefore the root cause of the pigtail kinking could not be determined, nor can the failure mode be confirmed without either the product or imaging. A manufacturing review found no other complaints for this failure mode made against this lot of impella pumps. The root cause of the kinking was unable to be determined as the pump was not returned for investigation. Failures of this type will be monitored and trended. Internal reference: (B)(4).

Event description:
The complainant reported that following stent placement in a 7(B)(6) female patient an impella cp was placed in the left femoral artery without the aid of fluoro imaging. The pump was placed deep into the left ventricle when the cannula kinked and the pigtail of the impella cp appeared to be entrapped in the pump's inflow cage. The physician was unable to free the pigtail. The patient was taken to CT surgery where the device was removed from the left ventricle via the aid of a snare. Another impella cp was obtained and successfully placed in the patient. The patient was supported for 3.25 hours when the patient's family decided to withdraw care, and patient expired.